Event description:
(B)(4). The dentist reported that 15 days after the dental implant was installed in intraoral region #13 it was verified its non osseointegration. 45 ncm of primary stability was achieved and the implant was carried out immediately. Patient had low bone quality (bone type iii).